Manufacturer narrative:
This MDR was originally though to have been submitted on april 10, 2018. Problems were identified with our esg production account and this report was not submitted.

Event description:
On (B)(6) 2018, patient was under sedation for a biopsy of a suspect nodule in the right upper lobe (rul) of the lung utilizing the ig4 system and associated instrumentation. The physician first attempted to reach the suspect nodule navigating a bronchoscope with a veran medical technologies (vmt) always-on tip tracked biopsy forceps. When it was determined that there was no bronchial pathway to the nodule, the physician decided to switch to a percutaneous (needle), spin perc procedure navigating the vmt always-on tip tracked (aott) biopsy needle and biopsy gun for nodule sampling. After three (3) passes with the aott biopsy needle and biopsy gun, the patient's heartrate dropped significantly (less than 40 bpm). The procedure was immediately halted and the ig4 system and associated instrumentation were removed from the procedure room. The patient was hospitalized after the event and vmt was informed on april 4th, 2018 that the patient had expired on (B)(6), after the family had withdrawn care. An interview with the physician post patient expiring determined that due to preexisting conditions, the patient may not have been an ideal candidate for a percutaneous (needle) biopsy. There was no evidence of any malfunction of the ig4 system or any of the associated instruments.